Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower extremity pain. During the initial 3 week post-op appointment the nalu representative in attendance reported all surgical incisions were healing well and the system was activated. When the patient returned for a 1 month post-op appointment the medical staff reported that the surgical incision where the nalu leads were inserted had dehisced. On (B)(6) 2024 a full system explant took place due to infection that had developed at the dehisced surgical wound. No representatives of the firm were present for the procedure and the firm was notified after the procedure took place.

Manufacturer narrative:
There are no reports of any malfunction of the nalu components or system and no indications that the wound dehiscence was caused by the device. It is likely that infection developed due to the wound remaining open for a prolonged period and not due to the nalu device. Failure to heal and infection are known inherent risks of invasive procedures.